Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was in their 30's. The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a ureteral dilation set was used in the right kidney during a nephrostomy procedure on an unknown date. According to the complainant, formation of abscess on the pelvis of the right kidney was confirmed by CT scan. Echo imaging and percutaneous nephrostomy were performed in the patient's room. A guide wire was inserted into the patient, the right renal pelvis was dilated with a dilator balloon, and the nephrostomy drainage tube was attached; the cannula was implanted. A CT scan following the procedure revealed that the nephrostomy drainage tube was inserted into the inferior vena cava through the renal vein and the distal end of the tube was at the right atrium. When they used a syringe to aspirate, they noticed blood in the syringe. The surgeon was aware of the patient's severe lateral curvature; however, the position of the inferior vena cava was unnoticed until the tube was inserted into the vessel. The patient died following the procedure. We have been unable to obtain the date. Boston scientific has been unable obtain additional information regarding this event. Should additional relevant details become available a supplemental report will be submitted.